Manufacturer narrative:
Manufacturing site evaluation: investigation: visual inspection: the end-piece of the extractor has been separated from the shaft. The breaking point is located at the area of the tig (gas tungsten arc welding (gtaw)) weld seam. It is clearly visible, that a material part of the end-piece is broken out. There are no obvious indication regarding a wrong tig welding. Rather, the entire fracture surface shows signs of material overload. Batch history review: based on the production date of june 2011, three batches were identified for this period. This concerns the batches 37079371 / 37079756 / 37079261. The device quality and manufacturing history records have been checked for this lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against these lot numbers. Conclusion/preventive measures: the mentioned failure could be confirmed. The definitive root cause for this failure could not be determined. Based on our product investigation a material or manufacturing related failure could not be determined. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with (B)(4)- universal extraction instr.(slap hammer). According to the complaint description, the device broke intraoperatively. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no.(B)(4).